Manufacturer narrative:
Product analysis: 9197006, lot#: 398726. The shaft of the trail handle has broken where the shaft meets the handle locking pin. A microscopic review of the fracture surface is consistent with material overload from a bending moment. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via manufacturer representative regarding a patient with unknown indication for tlif (transforaminal lumbar interbody fusion)(levels implanted l3-s1) .it was reported that the instrument broke. The product will be returned and replaced. No further complications were reported. On (B)(6) 2020, update received from rep the product came in patient contact. There were no patient complications.